Event description:
Resolution clip 2 small pieces got detached in the process of clip deployment and remained in the pt. Clip intact at post polypectomy site and retrieved the 2 loose metal parts out of pt via suction through the scope and collected in trap.